Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys testosterone ii assay and elecsys tsh assay results for 2 patient samples on a cobas e 801 analytical unit. For patient 1, the initial testosterone result was 559 ng/dl. The repeat result was 2.81 ng/dl. For patient 2, the initial tsh result was 100 uiu/ml with flag. The repeat auto-diluted result was 4.16 uiu/ml with flag. The sample was repeated again and the result was 3.95 uiu/ml. No questionable results were reported outside of the laboratory. The testosterone reagent lot is 555740 and the expiration date is 30-nov-2022. The tsh reagent lot is 622589 and the expiration date is 31-jul-2023.

Manufacturer narrative:
Calibration and qc trace data were acceptable. The alarm trace showed many sample quality alarms throughout the day of the event. There were approximately 8 sample clot and abnormal aspiration alarms around the time of the event. Based on the available data, a general reagent issue could be excluded. The investigation determined that the cause of the event is consistent with pre-analytical sample handling issues. The investigation did not identify a product problem. The root cause of the event could not be determined.